Event description:
It was reported that the customer experienced low blood glucose readings of 65 mg/dl and 61 mg/dl after changing supplies, following a prior high glucose period attributed to a bent cannula, and that the ilet appeared to overcorrect leading to hypoglycemia; the customer self-treated with oral glucose tablets and received troubleshooting and education, while device issue details remained insufficient and the device component was not specified. Symptoms included hypoglycemia. Outcomes included no health consequences or impact and an unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.